Manufacturer narrative:
This report is being sent to correct our previous submission. The device was returned and during evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. No malfunction or adverse event was reported from the field. Based on the available information, this event does not meet the criteria for a reportable incident.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. Additionally, incoming inspection per (B)(6) shows damaged inlet airpath screw bosses and missing power cord, cord retainer, and threaded cap, and additionally the keys are intermittently responsive, indicating a faulty front panel pca. Ctq inspection shows damaged enclosure seal. While repairing the device, damage was found to the obm housing, stirring fan retainer, filter duct, exhalation module, and the porting block adapter, as well as yellowing/contamination to the low flow tubing, obm tubing, both obm flow elements, flow sensor assembly, exhaust fan, and porting block adapter caps. Device passed final test.